Manufacturer narrative:
(B)(4). The customer was provided with an estimate for the repair, the customer declined the service. Covidien was not authorized to repair the device.

Event description:
It was reported that, during the visual inspection of an ht50 ventilator a burn mark was noticed on the power supply. The ventilator was not connected to a patient when the event occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.